Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and additional information from the customer. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: since the results of the culture test by the user and the third-party lab were both positive, and scratches and kink were confirmed from biopsy channel, it was presumed the cause of the microorganisms detection as follows: -1.reprocessing method conducted by the user and recommended by IFU are possibly different, which caused insufficient reprocessing. -2.occurrence of contamination during sampling for culture test. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The legal manufacture confirmed via DHR that the subject scope was shipped in accordance with specifications.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
The service center was informed that the scope cultured positive for >=10 cfu/ml of an unknown organism. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the customer states the endoscope was also sampled and cultured. The part/location of the device were microorganisms were detected from the channel/distal tip. Gram positive microorganisms were detected. The device was not used on a patient with a known infection. The scopes were sampled and cultured due to routine. The scope cultured positive on the channel/distal tip. The scope was reprocessed on 10/16/20 and 11/11/2020. The culture method that was used for testing the scope was water culture. The scope was not eto sterilized. No patient infection occurred. There were no patients infection. No patients were cultured. The cleaning and disinfectant solutions being used with the endoscope are dual enzymatic detergent and acecide - c solution 1 and solution 2. The scope is also put into the oer-pro. The serial numbers of the oer-pro is 2532281 and 2210815. The minimum effective concentration was being checked with each loading of the scopes. There have not been any issues noted with the aer. There have not been any issues noted with the aer. The endoscope is being brushed during manual cleaning. A single use brush is being used to brush the channels. The model and manufacturer of the brush is steris channel brush, us endoscopy. Pre-cleaning is being performed immediately after a procedure. Pre-cleaning is being performed per the instruction manual. The endoscope is being leak tested with an olympus leak tester model mu-1. The last pm for the aer was not provided. The date of the last reprocessing in-service conducted by an olympus ess was on november 20, 2020. There has not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a cabinet after reprocessing.